Manufacturer narrative:
Method: the device was reported to be returning for an evaluation and at this time is pending return. A review of the device history record (DHR) was conducted for the reported lot number. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Per the DHR the lot met the process specifications prior to release. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Fill volume: 500 ml. Flow rate: 8 ml/hr. Procedure: total left knee replacement. Cathplace: unknown, asked not provided. An incident of fast flow was reported involving a cb004 pump model. The pump was started on (B)(6) 2014 at 5:00 pm. The exact time that the pump emptied was unknown, but the incident was noticed on (B)(6) 2014 at 11:30 pm. It was reported that there was no patient consequences.